Event description:
It was reported that the conductor link of the device was inadvertently cut during cholesteatoma removal surgery. Therefore the vibrant soundbridge was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.